Event description:
Treatment of an avm. It was reported the catheter ruptured at 2-3cm from the distal tip during onyx injection.no patient injury reported. Same event as MDR# 2029214-2012-00087.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 4.5 cm from the distal tip. The catheter appears to have ruptured due to over-pressurization as a result of an occlusion within the catheter.catheter rupture.(B)(4).